Event description:
Philips received a complaint from the customer biomed, reporting the touch screen on the v60 ventilator was not working. The device was not in clinical use. There was no report of harm. A philips remote service engineer (rse) evaluated the issue with the biomed engineer (be) and confirmed the touch screen was not responsive. The be reported touch screen damage in the form of small punctures near the bottom of the screen. The rse advised customer to replace the v60 touch screen and provided the part details for ordering. The customer biomed confirmed the touch screen was replaced as recommended and the issue was resolved. The device was operational and returned to service after repairs were completed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
E1: reporter phone #: (B)(6).